Event description:
A bi-ventricular implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient died approximately ten months after device system implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and analysis revealed normal battery depletion. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the distal conductor (not obstructed) and there was cosmetic depression of the outer insulation. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor was distorted, the outer insulation was breached cut, had a white substance and cosmetic depression and there was apparent explant damage. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was a white substance on and cosmetic depression of the outer insulation.